Manufacturer narrative:
Device is combination product.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 3 x 18 mm, concentric, de novo, target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. Following predilatation the lesion remained 80% stenosis, a 3.0 x 20 mm promus element drug eluting stent was deployed. Post deployment an edge dissection in the distal stent was noted and treated with deployment of a 2.75 x1 2 mm stent to cover the dissection. The physician thought that even though the initial stent was deployed at nominal pressure, the dissection might have been due to diabetes and progressive disease in the distal tissue. The patient status following the procedure was stable.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 3x18mm, concentric, de novo, target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. Following predilitation the lesion remained 80% stenosis, a 3.0x20mm promus element drug eluting stent was deployed. Post deployment an edge dissection in the distal stent was noted and treated with deployment of a 2.75x12mm stent to cover the dissection. The physician thought that even though the initial stent was deployed at nominal pressure, the dissection might have been due to diabetes and progressive disease in the distal tissue. The patient status following the procedure was stable. It was further reported this event was already reported in emdr 2134265-2019-10881.

Manufacturer narrative:
Device is combination product.